Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, the customer was using a non-tandem charging cable and non-tandem wall adapter in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging cable and 2nd wall adapter.